Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited an unknown product performance issue. The lead was removed prior to pocket closure and another product was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received, updated device code and event description with new information.

Event description:
It was reported that this right atrial (ra) lead exhibited a dislodgment during the initial attempted implant. The lead was removed prior to pocket closure and another product was used to complete the procedure. No adverse patient effects were reported.